Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor being stuck at 2500 mv. As a result, the downstream occlusion sensor was replaced. Service history review identified this device has not been serviced in the past.

Event description:
It was reported that the pump failed calibration. The device evaluation revealed a stuck downstream occlusion sensor issue. There was no patient involvement, no patient injury was reported.